Event description:
It was reported that the intra-aortic balloon (iab) trp4046 was inserted into the body; however, the optical sensor failed to display the blood pressure waveform. Upon investigation, it was determined that the device was defective. Subsequently, a new trp4046 was inserted, which successfully displayed the blood pressure waveform without any issues. There was no injury or harm reported to the patient.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint record no. # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) trp4046 was inserted into the body; however, the optical sensor failed to display the blood pressure waveform. Upon investigation, it was determined that the device was defective. Subsequently, a new trp4046 was inserted, which successfully displayed the blood pressure waveform without any issues.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).